Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2008, the patient underwent endovascular repair of the thoracic aortic dissection using gore tag thoracic endoprosthesis. The patient preoperatively had an iliac dissection and during the tag procedure, an iliac excluder endoprosthesis was implanted to resolve the dissection. The procedure ended with no issue. On (B)(6) 2008, the patient developed the paraplegia. The physician performed csf drainage and drug therapy. The patient didn't recover from paraplegia. On (B)(6) 2008, the patient developed paralytic ileus. The enterectomy surgery was performed. The patient tolerated the procedure.